Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system exhibited positive blood cultures and vegetation on the lead. Subsequently, the patient underwent a revision procedure, and this system was explanted. Other than the revision surgery and infection, no additional adverse patient events were reported. This product has not been returned for analysis.